Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw and that the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during the implant attempt, the device set screw became displaced during lead insertion and tightening. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.